Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. The device failed rite functional test due to no display encountered and was determined to not meet specifications for rite testing. This issue is being investigated through CAPA.

Event description:
Additional issue of iipv identified in the device log, which occurred on (B)(6) 2012 at 05:05 with drain volume of 3254 ml during cycle 3. (Fill volume: 2000 ml) during evaluation of the device in master complaint: (B)(4). There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.